Event description:
During the leadless pacemaker (lp) system implant procedure, a mapping attempt for electrical measurement was performed and the lp moved positions while attached to the delivery catheter. The helix of the lp was then found to be stretched. A new lp system was selected and successfully implanted. The patient was in stable condition.